Event description:
It was reported that on (B)(6) 2026, a 30 mm amplatzer multi-fenestrated cribriform septal occluder was chosen for implant using 8f amplatzer trevisio delivery system. During the procedure, the device was advanced to the patient¿s septum secundum and deployed; however, the device was noted to be significantly deformed, with both discs bulging and not assuming the expected flat configuration. The device was not released from the delivery cable while inside the patient. The device was withdrawn from the patient¿s anatomy and manipulated two times in an attempt to restore its intended shape. However, the device continued to demonstrate improper configuration. As a result, the 30 mm device was not implanted and was replaced with a 25 mm amplatzer multi-fenestrated cribriform septal occluder, which was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.